Manufacturer narrative:
(B)(4). The insulin pump was received with pump error noted in the pump history and critical pump error (open book image) during testing due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). The pump was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, faded serial number label, minor scratched lcd window, cracked select button keypad overlay and missing display window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reports receiving a critical pump error image on the insulin pump screen upon rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.